Event description:
Hamilton medical ag received the following event description: "the unit shows tf#7 alarm code 26 in normal using. We enter the tsw test5 and do the o2 & air test. The unit shows "the mixer valve defective."

Manufacturer narrative:
Delivery date raphael color sn (B)(6): 2009-06-29. Mixer is not working as specified, device alarms with tf 7 code 26. Ventilation continues. After replacing the new mixer valves, it works properly.